Event description:
It was reported that the external pulse generator (epg) was pacing intermittently. There was no patient involvement.

Manufacturer narrative:
Product analysis: field service analysis of the epg was unable to confirm the customer comment of intermittent pacing. The epg passed inspection check and testing with no problems found. If information is provided in the future, a supplemental report will be issued.